Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient last charged and felt stimulation approximately a month ago. As a result, surgical intervention was taken on (B)(6) 2019 to replace the ipg. Stimulation therapy was restored postoperatively.